Event description:
It was reported that the tips of the screwdrivers broke off. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the tip of screwdrivers broke off. The fracture surface is homogeneous, which indicates material conformity as well. Based on these findings, we conclude that the cause of failure is related to a mechanical overloading during use. Device is not distributed in the united states, but is similar to device marketed in the USA.